Event description:
On (B)(6) 2018, the patient had pre-operative diagnosis of aortic stenosis (severe) and left ventricular hypertrophy. Patient the following operation. Aortic valve replacement (large perceval pericardial), aortic annular repair with pericardial patch and epi-aortic ultrasound scanning. Patient's reintervention date on (B)(6) 2018 involved pre-operative diagnosis membranous ventricular septal defect, left ventricular hypertrophy, s/p savr, right ventricular dilatation and heart failure. Patient then had the following operations. Redo sternotomy, repair of ventricular septal defect with bovine pericardial patch, redo aortic valve replacement (25 mm edwards bioprosthetic), tricuspid valve repair (kay annuloplasty).